Event description:
Complainant alleged that while attempting to treat a patient, after the clinician applied the pads, the unit halts after partial boot cycle. Complainant indicated that upon arrival of an additional crew, the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.